Manufacturer narrative:
(B)(4): a visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle would not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. However during device evaluation it was found that the bent needle would not allow proper jaw closure. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely causing the observed anomalies. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, the needle on the forceps was bent when removed from the scope. It could not be reported when the needle may have bent. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; jaws won't open.